Manufacturer narrative:
Additional information: a3a, b3, b5, b6, b7, d10, and e1. B5: upon follow up, it was reported peritonitis "was not at all diagnosed or experienced by the patient". The ceftazidime and cefazolin were administered intraperitoneally and discontinued after four (4) days for cloudy effluent. The patient recovered from all the events. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy pd effluent and abdominal pain. The cause of peritonitis was not reported. The patient was not hospitalized. It was reported the patient was treated with ceftazidime (1.5g. Once a day) and cefazolin (1.5g, once a day). At the time of this report, the patient outcome was not reported. Pd therapy was ongoing. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.